Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site h3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer cleared the alarm and resumed insulin therapy. Reportedly the customer is wearing the infusion set site for 5 days. Tandem clinical support informed customer wearing the infusion set site for 5 days, is off label per the user guide. No reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate form of insulin therapy.